Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to another meter. The complaint is classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient reported managing her diabetes with 12 units of lantus insulin in the mornings, 3 units of hemalin n insulin at night and novolog insulin (based on a calculation of her estimated carbohydrate intake and blood glucose reading). The patient said that she tests her blood glucose 4 times a day and that her normal blood glucose is between 120-140 mg/dl. The patient informed the mss that she believed she was administering herself too much insulin due to the alleged inaccurate high readings being obtained on the subject meter. The patient stated that she thought the alleged issue began on (B)(6) 2012. The patient claimed that she had no indication that her blood glucose was dropping, but that she passed out at 4 p.m. On the day the alleged issue. The patient was unable to recall what her blood glucose was just prior to passing out, but stated that it had been within her normal range all day. The patient told the mss that her husband drove her to the hospital where she was treated with IV glucose. The patient claimed that she performed an accuracy test with the subject meter and the hospitals meter (unspecified type) and obtained a result that was 150 points higher on the subject meter (back to back testing). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient said that she was discharged 5-6 hours after she was admitted to the hospital. The patient mentioned that several times after being hospitalized on (B)(6) 2012 she developed "slurred speech and shakiness" due to low glucose and required glucose treatment by her husband (approximately 4 times a week). The patient claimed that she passed out a second time on (B)(6) 2012 after she had administered her novolog insulin (unknown amount) and consuming dinner. The patient's husband reportedly called emergency medical services (ems) who treated her with IV glucose. The patient denied being transported to the hospital for further treatment and she was unable to recall what her blood glucose was when ems arrived. During troubleshooting the (customer care advocate) cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. The patient informed the cca that she cleaned that sample site with alcohol. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient was reportedly administering herself an increased dose of insulin based on the alleged inaccurate high results that led to her "passing out" twice and developing low blood glucose on several occasions. Additionally, the patient reported being treated by another individual and health care professionals in all events.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.